Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 9 out of 11 reports that are being submitted as initial individual mdrs. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order that is not related to the codes in this investigation. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into the patient¿s eye and then removed and replaced with a backup lens during the initial procedure due to it being torn. The customer stated that the outcome did not interfere with the activities of the patient¿s daily life, and the patient has recovered. No further information was provided.